Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received a vibratory alert due to low pacing impedance. No intervention has been performed and the patient was stable. Further information was requested but was not available.